Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the esc button on the insulin pump is not responding customer tried 2 new batteries and still not working. It was stated that the device alarmed button error and failed battery test. Unable to clear alarms. Blood glucose value is 18 mmol/l; customer had not been able to treat. It was stated that the insulin pump has a crack on the top left corner of the lcd screen. Nothing further reported.